Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip speed of a flow regulator set was not controllable. The drip speed was very fast even after the regulator was turned off. This was identified during patient infusion. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured on september 2020. H10: the actual device was not available; however, retained samples were evaluated. The retention samples were visually inspected; no obvious issue/damage was detected; the samples were conforming as per product specifications. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The reported condition was not verified by evaluation of the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.